Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed device would not secure the saw blade device properly as it loosened while running. It was further observed that the turn knob did not retract and a contact pin had a piece that was broken off. It was also noted that the saw head had loctite break down and the oscillating head components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation and component wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the head kept spinning on the battery oscillator device. During in-house engineering evaluation, it was observed that the device would not secure the saw blade device properly as it loosened while running. It was further observed that the turn knob did not retract and a contact pin had a piece that was broken off. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.